Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 91 mg/dl at the time of the incident. The customer stated that the drive support cap was sticking out and popping out. The customer was advised that the pump needs to be replaced. The customer was advised to follow their medically prescribed back up plan. The insulin pump will be returned for analysis.